Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye image of the 30 degree endoscope was greenish in both the surgeon side console (ssc) and the vision side cart (vsc). The technical service engineer (tse) had the customer use another endoscope but the same issue occurred. The tse confirmed a related error 48221 in the logs pointing to the endoscope connection and had the customer reseat the endoscope without change. The customer stated that they were unable to continue robotically with the image quality. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse stated the left eye worked fine and the issue did not reappear. Replaced the endoscope controller (ec) as a proactive measure to correct the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope controller (ec) was analyzed and found in system logs, no error codes were found related to the reported event. Visual inspection, no damage was observed on the exterior of the unit. However, the quad small form-factor pluggable (qsfp) was loose on the dual camera interface board (dcib). The unit was installed in the golden system where the qsfp was re-seated but the system failed to detect the unit. The unit was installed in the golden system where the system failed to detect the ec. The complaint regarding green image on the left eye was not confirmed by failure analysis. The probable root cause is the loose qsfp on the dcib.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the dual camera interface board (dcib).

Event description:
Refer to h11 for follow-up information.